Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recw0442 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by ms&s, "caller states she is a nurse at a long term facility that uses the powerglide pro. She states they have been experiencing some leaking at the insertion site with these devices after roughly four days of use. Caller asking what could be causes of this issue? Caller provide lot number recw0442." Ms&s discussed possible causes of leaking around midlines: infiltration, fibrin build up, thrombus, occlusions, inflammation from vesicants/medications, improper flushing routine, loose connection, etc.